Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
On (B)(6) 2018, endologix was informed of a patient with an endoleak type 3b during a routine CT scan. The initial implant was done on (B)(6) 2012 by a dr. (B)(6) at (B)(6) memorial hospital in (B)(6). A planned re-line will be done within 2 weeks with an afx2. It was noted that the type 3b was caused my a tear in the material. There was no further information provided. Patient current condition is unknown.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were reported evidence that supported the following case event. Clinical evaluations was able to confirm the type 3b endoleak of the main body and the secondary endovascular procedure performed on (B)(6) 2018. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity (breached) of the main body was the use of the strata material. Procedure related harms and final patient disposition could not be ascertained due to the lack of the medical information surrounding the secondary endovascular procedure. Reportedly, the patient was in a stable condition post the repair procedure. To date there has been no reports of further negative patient sequalae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system.